Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, healthcare professional reported that the patient had the most recent inflammatory reaction about seven months after the date of onset. The patient swelled about 4 weeks later and went to see a gp. The patient was scheduled for review by the gp and injector about a week later. The patient was reviewed by the injector. The patient ¿presented with another hot delayed onset nodule¿. The patient will be treated with antibiotics, antihistamines and anti-inflammatory meds. The patient was scheduled for review in 3 days.

Event description:
Additional information: patient was also injected with unspecified juvéderm ultra in and around the lips the same day they were injected in the cheeks. There were no issues with the areas where juvéderm ultra was injected. Patient noted they had dental surgery about a month after the injection which the dentist noted a nasty abscess. The dentist pulled the patient's tooth and did not provide antibiotics. The patient's teeth settled and then the patient developed swelling and tenderness on the left cheek around a little over a month later. Patient then contacted the healthcare professional around 2 days later after having developed pain, swelling and lump on the left cheek that was getting worse. Patient was examined the same day and was diagnosed with an inflammatory nodule that was probably due to biofilm secondary to seeding from a dental infection source. There were no systemic symptoms are the time and no other systemic symptoms to suggest this was related to something else. Patient was treated with keflex and ciprofloxacin. Patient also had prednisone that was taken after the lumps had remained after 2 days. The healthcare professional was in contact with the patient via text daily and the symptoms were settling but the lump remained. Patient was reviewed again 10 days later and the inflammation had fully settled but the lump was still palpable. The lump was firm and non fluctuating. Patient was then treated with hyaluronidase and additional antibiotics and prednisone. Patient was again checked up on via text and patient noted that the left side was improving and there was firmness still slightly palpable. Patient was reviewed again 8 after the last visit and it appears the left side has fully resolved, but has developed 2 lumps on the right side. Patient noted that the right side had started to swell up a few days after the patient was last seen and while on antibiotics and prednisone. Patient had not updated the healthcare professional at the time and the healthcare professional noted had they had known about that, they would have changed treatment. The right cheek did not seem as inflamed as the left when it was first presented, but it was slightly red, swollen and very tender. The 2 lumps were palpable and slightly visibly it looked at closely. Patient has been given another treatment with keflex, ciprofloxacin and prednisone. The healthcare professional plans to hyalase the right cheek on within the next week. Symptoms are ongoing. The healthcare professional has added that the dental surgery that occurred 4 weeks after the injection had seeded bacteria onto the filler and as a diabetic, increased the patient's risk of infection. The seeding is potentially causing an inflammatory cross reaction with the immune system which would explain why the other side flared up whilst on antibiotics. The patient could also be potentially resistant.

Manufacturer narrative:
The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks (ck1, ck2, ck3, ck4). Prior to injection the patient was prepped with chlorhex. Patient developed a dental abscess 4 weeks after the injection and then 3 weeks later presented with swelling and hot nodule on the left cheek. It was noted as an unknown infection which resulted in the patient have their tooth extracted. Patient was also treated with keflex, cipro, prednisone and hyalase. The infection has resolved but a lump remains.